Event description:
It was reported that the unit started making popping noise, a burning smell was present and sparks were seen inside the unit when the rf wand was activated. Used the same rf wand in the next console and all was ok.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection shows no signs of physical damage and confirmed that the warranty seal was intact. The console was opened to see if any damages were present internally, it was noticed the l14 component was burnt out. Probable root causes is a nonconforming power board. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitor for future reoccurrence.